Event description:
It was reported that a user experienced hyperglycemia with a sensor glucose of 350 mg/dl after a site change earlier that day, declined replacing infusion supplies, and chose to discontinue use of the ilet device with intent to return it; the user was advised to contact their healthcare provider and reportedly administered subcutaneous insulin by pen. Symptoms included high blood glucose. Outcomes included no reported injury, emergency care, or hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia unclear due to user decision to stop therapy and not replace infusion site supplies. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to link the event to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.